Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was replaced. Post operatively the patient was doing well.